Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia procedure with a navistar. The patient experienced an av block initially treated with temporary pacemaker. The outcome of the adverse event was unchanged. Conduction recovered to a 2:1 atrioventricular block but did not normalize; a pacemaker was subsequently implanted. The patient required extended hospitalization because of pacemaker implantation. Av block occurred. While waiting after the ablation was completed, since the patient remained in av block, temporary pacemaker was inserted and the patient left the room. No extended hospitalization. The method of cf monitoring was visitag. The coloring settings for visitag was total time. No abnormalities were observed prior/during use of the product. Additional information was received on 11-feb-2026. The information received indicated that the physician¿s opinion on the cause of this adverse event was the procedure. At the onset of junctional rhythm, did not notice it displayed on the recording system. The outcome of the adverse event was unchanged. Conduction recovered to a 2:1 atrioventricular block but did not normalize; a pacemaker was subsequently implanted. The patient required extended hospitalization because of pacemaker implantation.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31720912m and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
In the 3500a initial checked "b2. Is hospitalization initial/prolonged" and "b2. Is required intervention" fields. However, during an internal review on 19-mar-2026, noted a correction to the 3500a initial under h6. Health effect - impact code as it was processed as "recognised device or procedural complication (f15)" in error and should have been processed with "hospitalization or prolonged hospitalization (f08)" and "surgical intervention (f19)". Therefore, updated h6. Health effect - impact code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).